Event description:
Two sutureless myocardial leads were removed from service and capped, because the silicone insulation pulled away from the connection. Implant date-12/22/92. Remove from service date-05/7/96. Implant months-40.